Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) failed to connect to a patient. It was indicated that the upper and lower cases were scratched. It was also indicated that display wires were pinched but the insulation was not compromised. It was also indicated that the main printed circuit board was out of specification electrically. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed to connect to a patient. The epg was returned for service and testing and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was then assembled into a golden unit. The unit powered on with an error. The epg was placed in an oven at 72 degrees celsius for one hour. The device then powered on with no error. The error log was reviewed. The log had several errors. Conclusion: the customer complaint was confirmed, there was a suspected solder issue with the die stack. If information is provided in the future, a supplemental report will be issued.